Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that treatment for the perforation was performed using a stent.

Event description:
It was reported that during a pulsed field ablation procedure, an approach was attempted from the groin using an integrated dilator/needle and sheath, the incision was narrow, so pre-dilation was performed using another manufacturer's dilator. After pre-dilation, another approach was attempted from the groin to the inside of the heart with the integrated dilator/needle and sheath, but advancement from the vein to the inside of the heart was not achieved. Fluoroscopy confirmed that the guidewire had come out. Retrograde blood flow could not be obtained from integrated dilator/needle, and when angiography was performed at the same site, it was confirmed that the distal ends of dilator/needle and sheath were outside the common iliac vein (toward the body side). The perforation was confirmed by extracorporeal echo and intracardiac echo. The case was aborted and the patient was under general anesthesia. The patient was sent for contrast computerized tomography (CT) imaging. It is unknown if intervention was performed and it is unknown if the patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 900310 (106669); product type: flexcath cross medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.